Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds and loss of capture with no asystole. A new lead was implanted successfully. No additional adverse patient effects were reported.